Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The information provided with the initial report has been updated.

Event description:
It was reported that several sensors malfunctioned numerous times. The customer stated that the sensors caused the insulin pump to alarm calibration errors, low sensor glucose warnings, high sensor glucose warnings, threshold suspend, remove sensor prompts, and many repeated issues. He stated that the insulin pump would beep and vibrate all night long. He noted that the only remedy he found was turning off the sensor function for a few hours, perform a new sensor restart and try again; he reported that this sometimes gave the same issues regardless. He stated that the blood glucose readings and sensor glucose reading had frequent discrepancies. On two occasions, the blood glucose readings were 160 mg/dl and 110 mg/dl, compared with the sensor glucose readings of 40 mg/dl and 345 mg/dl, respectively. The customer uses sensors in the thigh, which is considered off-label use. Nothing further reported.